Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 1 photo was provided by the customer for investigation. The photo was reviewed and the indicated failure mode for hub leakage with the incident lot was observed. Without the actual sample a root cause could not be determined. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported with the use of the bd vacutainer® flashback blood collection needle there was blood splatter/leakage or other sample leakage from device other than the insertion site or needle tip. This was reported this event occurred 50 times. The following information was provided by the initial reporter and translated to english: the customer stated "when using the fbn, it found that blood leaked in the flashback chamber."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported with the use of the bd vacutainer® flashback blood collection needle there was blood splatter/leakage or other sample leakage from device other than the insertion site or needle tip. This was reported this event occurred 50 times the following information was provided by the initial reporter and translated to english: the customer stated "when using the fbn, it found that blood leaked in the flashback chamber."